Manufacturer narrative:
B3/d10: the events occurred (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that infusion did not fully complete during use of two (2) large volume folfusors; there was approximately 15-20% residual fluid remaining. This was observed during patient use via a peripherally inserted central catheter (PICC) line. The devices were filled with 8g flucloxacillin in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: g3: update the previous aware date from 05/10/2025 to 05/12/2025 (when baxter was notified of the event). Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between april 18-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.